Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the micu after advancing the guide wire into the raulerson syringe, the physician held the guide in place and removed the needle and syringe. The physician then performed a skin nick to enlarge the puncture site. And threaded the tip of the dilator over the guide wire. The dilator would not advance smoothly, and after it was withdrawn, the tip was found deformed. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.